Event description:
Patient returned the urine collector and pointed out to the nurse the inaccurate instructions for collecting the specimen. The instructions discuss a "blue funnel lid" and there is no blue funnel lid. The instructions also contained too many medical terms. Very confusing to the patient.